Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the issue was intermittent, where sometimes 500 hours was shown on the bulb and sometimes less. At the time of the call, 500 hours was shown and the spare lamp was not lit up. Tac provided the instruction manual for replacing the bulb and recommended sending the device for repair if both lamps were not lighting up. During device evaluation at olympus, it was found the complaint was confirmed and the lamp was faulty. The lamp had over 500 hours and did not have enough thermal paste applied to the lamp, which caused it to overheat. After 10 minutes of usage, the device overheated and the emergency lamp turned on. Also, evaluation found the front panel was discolored and the scope socket was faulty with corroded pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer called olympus to report that the evis exera iii xenon light source main lamp and spare lamp does not ignite. It is unknown when the issue was identified. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected by following the instructions for use which state: average lamp life approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.